Manufacturer narrative:
The lens was returned. Solution and what appears to be blood was dried on the lens. One haptic is broken. The optic is scratched. The optic is also torn/cut into two pieces, typical in appearance to an insertion and removal. The optic has additional split/cracked areas. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported scratch damage was observed. Additional lens damage was observed. The lens was also torn/cut into two portions, typical of an insertion and removal. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that when an intraocular lens (iol) was inserted into an eye, a scratch was observed on the lens. The lens was removed and another lens was implanted instead. Additional information was requested.